Manufacturer narrative:
The device was returned to the MFR and the event was confirmed. There appeared to be a dried detergent, or cleaning solution in the inner diameter of the drive shaft.

Event description:
It was reported that the attachment had a greasy residue after processing. It was discovered once it was reopened after autoclaving it. There was no pt involvement or adverse consequences related to this event.